Event description:
A pt in (B)(6) using centra active hearing aid fit with a dome containing a wax guard (c-guard) had the c-guard separated from the dome while inserting into the extended receiver unit.

Manufacturer narrative:
This report was filed late because the incident was incorrectly classified as not safety reportable critically. A retrospective review of complaints, however, identified this incident as MDR reportable. A 2007 investigation and conclusion: incorrect gluing between the spout and the receiver. Pull force test implemented at production.